Event description:
It was reported to MFR by facility, per facility, they were transferring a resident by a hoyer lift and assist of 2 staff members, when the resident began moving (wigging) in the sling. The hook used to connect the sling to the lift came unhooked and the resident fell approx 3 feet to the bround. The resident was taken to the hosp ER, suffered a fracture pelvis and left clavicle. Had uncontrollable pain, was admitted to the hosp for pain management in 2006. Per hosp report, a call to facility replayed plan to dismiss resident back to facility with hospice 3 days later. He subsequently died in the hosp. Facility did note to MFR that the product was available for evaluation, however they replaced the s hooks (in question) on the sling chains with safety spring hooks so it would not come unhokked, without staff unhooking it, unsure where the original s hooks are. Per MFR, we have used the "s" hook, since the beginning of the hoyer coin 1949. The "s" hook part that attaches to the sling is of a deep enough length that prevents the sling from coming out. Especially when there is weight in the sling. It is difficult without actually seeing the customers chain and "s" hook involved in this incident to know exactly what could have happened.our instruction book instructs the caregiver to check the position of the "s" hook as they begin and turning the lift.